Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a wedge segmental resection, at the first firing, there was no problem in the setup and the opening/closing check. Since an unusual sound was heard while firing, the firing was stopped midway, and the handle and reload were replaced, and the surgery was continued. The surgical time was extended by less than 30 minutes. There was no patient injury.